Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. The reason for call, was patient stated, that during the course of this past year, they lost about 30 pounds. And they discovered, that their leads are not in the right place as of 6 weeks ago. Patient stated, that the urologist that implanted the system is no longer in the area. And there is no one in 500 miles, that does this procedure. Patient asked, what they are supposed to do. Agent reviewed that patient could call local areas to find a physicians. Given that physician listings only have urologists whom elect to be listed. Agent also stated, that patient could consider travelling for the procedure. Patient mentioned, medical history. And reported, that they have a huge kidney stones.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 978b128, lot#: va2pdbh, implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 20-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.